Event description:
The device was taken out during the operation to be cleaned. When the operating room nurse attempted to gently clean the tip, the silicone peeled off from one side of the jaw. The device was exchanged for a new one.